Manufacturer narrative:
(B)(4). The batch review 3608665 showed that the devices were conformed to in process and finished goods specifications when released to stock the 23 apr. 2012. Expiration date: 2015-04 (according to retained labels). No nc was opened. Memo was opened relating to deals with the inspection of the sutures assembly of bioknotless products, with no link with this complaint. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that during a shoulder repair that his bioknotless rapide (br) anchor with orthocord broke upon insertion. The sales rep stated the surgeon was off-axis. The anchor was still on the inserter and broke in the middle. The surgeon completely removed the broken anchor and inserted another like anchor in the same bone hole. The surgeon completed the procedure with no patient consequences or delay. The sales rep stated the male patient had good bone quality. The sales rep did not know of any preexisting medical conditions or mediation the patient was taken no further information was available.